Event description:
Report received indicated insertion difficulty of sheath introducer resulting in frayed distal tip. The product was intact before use. Further info revealed that several attempts were made to introduce the sheath into the pt; however, this was not possible and eventually the sheath frayed. The procedure was continued with another sheath and successfully completed without any adverse consequence to the pt. This product will not be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni